Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not fire. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full premature deployment. Additionally. The control wire was kinked at the handle section. Microscopic examination was performed, it was found that the device has evidence of full deployment. Media inspection of the photo provided by the customer found the device where it can be observed the original pouch of the product with its respective label including lot and upn involved without evidence of damages or defects. Dimensional examination was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. With all the available information, boston scientific corporation concludes that the reported event of clip did not fire was not confirmed. Investigation found that the device returned without the clip assembly and with evidence of full deployment. During visual analysis, it was found that the control wire was kinked, and this is most likely due to an attempt to pull the control wire with pliers. However, the device returned without the clip assembly and it is important to mention that the presence of the clip assembly component is very important to the investigation, in order to analyze any problem that could contribute to the reported event. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the components dimensions interfered with the device performance. Based on all information available and analysis of the returned device, the reported event could not be confirmed. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2023. During the procedure, the clip did not fire. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2023. During the procedure, the clip did not fire. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.